Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 02/14/2014 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting the pump emitted loss of prime warnings with every cartridge change. The reporter stated that they are cycling cartridge prior to filling with room temperature insulin. They change the cartridges every three days. The patient had blood glucose (bg) levels of 300-600mg/dl with ketones sometimes. This report is being made due to the hyperglycemic event the patient experienced due to an alleged loss of prime warning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.